Event description:
Background: v lead issue (a lead has no problem) recorded information from the patient's notebook: impedance at the time of implantation (B)(6) 2012) was within the normal range, but increased to 3000o three months after implantation. Even in the follow-up on (B)(6) 2020, the impedance was 3000o or more, and the threshold test was performed, but the egm was disturbed (the wave height was too big) and measurement was not possible. However, the sensing was properly operated and the r-wave amplitude was confirmed. Battery level was running low, and a replacement re-intervention was conducted on (B)(6) 2022 (replaced with boston scientific dr pacemaker). During re-intervention: when v lead was measured with an analyzer, the impedance was 632o, the threshold value was 1.8v/0.6ms, and the r-wave amplitude was 14.4mv. The loose pin that occurred at the time of implantation was suspected, and the v port to it was reconnected and measured it with a programmer, but it was 3000o or more, and performing a threshold test, it was a capture loss. When the v lead was connected to the a port of the reply dr, the ventricular capture was confirmed, and the impedance was about 800o, which was within the normal range. While the v-lead was connected to the analyzer, a doctor tried turning the v-lead and bending it lightly, but no noise or abnormality was found. No evidence of blood contamination in the v port was observed. From the above verification, it was judged that it was not a v lead issue but a port issue, and it was replaced with accolade dr. After replacement: ·there was no problem in operation with v impedance 800o, threshold 1.5v / 1.0ms, and r-wave amplitude 15mv.

Event description:
Reportedly, on (B)(6) 2022, the reply dr with sn° (B)(6) originally implanted on (B)(6) 2012, was explanted due to eri and was replaced by a boston scientific pacemaker. The a and v leads were from boston scientific (and originally implanted on (B)(6) 2012). Although the original ventricular lead presented with a normal lead impedance at the time of it's implantation (back in 2012), it already increased to 3.000 ohm 3 months later (which is around (B)(6) 2012). Therefore, the pacing mode was changed from ddd to aair. At the occasion of a follow-up dated (B)(6) 2020 (so about 2 years prior to the box change), the ventricular lead impedance was (still) >= 3.000 ohm. At the time of the box change (so on (B)(6) 2022), the is-1 lead connector of the ventricular lead (that given the observed high lead impedance was expected to be poorly connected at the time of the original implantation) was carefully reconnected to the existing ('old' reply) pacemaker and by means of the programmer, the lead impedance was again measured to be >= 3.000 ohm. Trying to measure the threshold after this reconnection resulted in loss of capture. Subsequently, this 'old' ventricular lead (implanted back in 2012) was connected to the atrial port of the 'old' reply pacemaker. Impedance and threshold were measured through the programmer: lead impedance was 800 ohm and there was no capture problem. The reply dr was subsequently replaced by a device from boston scientific. After replacement, this existing ventricular lead was verified and electrical values were ok.

Manufacturer narrative:
Please refer to the attached analysis report.